Event description:
It was reported that the lead was entirely severed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the proximal segment of the lead was returned, analyzed and the defibrillator fractured. It was noted that there was blood/body fluid on the defibrillator conductor (not obstructed), the defibrillator conductor fractured due to overstress, the outer insulation was torn and the outer insulation had a cosmetic depression.